Event description:
A fragment of a white wound vac sponge was retained in the wound. One edge of the retained fragment appears to be torn rather than having being trimmed for placement. It is believed the fragment tore off when a sponge was being removed during dressing changes. Dates of use: (B)(6)2015. Diagnosis or reason for use: open wound. Event abated after use stopped or dose reduced: no. Event reappeared after reintroduction: no.